Manufacturer narrative:
The reference infection was previously reported under MFR # 2916596-2017-00874. The approximate age of the device is 2 years. A correlation between the device and the reported death could not be conclusively determined. Driveline, local, and pump pocket infection are listed in the hmii IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired. The patient had reportedly been treated for a device-related infection since (B)(6) 2017. The vad coordinator reported that the patient's death was device related and that he expired at a local emergency department, not the implant hospital. No the device was returned and no autopsy was performed. No further information was provided.